Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced a low blood glucose event after independently changing glucose targets and frequently using ¿less than¿ meal announcements, which contributed to higher calculated meal doses and a perceived excess of insulin; the user also reported a nonfunctioning screen and is awaiting a replacement device, while using dexcom g7. Symptoms included hypoglycemia. Outcomes included user education on appropriate target changes, avoidance of overcorrection, correct use of meal announcements, and guidance for the learning phase on the replacement device. Investigation included customer care review of device reports and coaching on usage practices. Investigation of this case revealed user-driven parameter changes and meal announcement misuse that likely contributed to the low event, with no evidence of device malfunction confirmed at this time. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.